Event description:
In 2009, the pt reported that an e4 (occlusion) error was displayed on the infusion device while attempting to bolus. She stated that last night her blood glucose was elevated to 406 mg/dl and she bolused 6 units of insulin. At the time of the report, her blood glucose measured "hi" on her blood glucose monitor and she stated that she injected 10 units of insulin. Her normal blood glucose range is 70-200 mg/dl. She stated that all of the accessories were changed this morning due to an earlier e4 error. To troubleshoot, she was instructed to disconnect from the infusion site and she was able to bolus without error. She inserted a new infusion site and she was able to bolus without error. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.